Event description:
It was reported that the brakes would not engage and the center right handle is cracked with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.